Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the pulse generator header had difficulty accepting the lead. Mineral oil was used to insert the lead and the device was successfully implanted.